Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia after announcing a dinner meal while the system was already correcting an elevated blood glucose, which led to insulin stacking and a subsequent low. Symptoms included low blood glucose readings and hypoglycemia, with a documented nadir of 78 mg/dl. Outcomes included self-treatment with a juice box and stabilization of blood glucose without hospitalization. Investigation included customer troubleshooting and education regarding meal announcement practices while the device is performing correction dosing. Investigation of this case revealed that user behavior contributed to the event, and device alarms were cited by the user as present at the time. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.